Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a loose ECG (electrocardiogram) connector on a circuit board. The power supply and fan were also noisy, errors were noted in the device history log, and paint was missing and worn across the display frame, upper hinge plate, and lower case. (B)(4).

Event description:
The programmer was returned after being exchanged for another programmer. It was analyzed and tested out of specification during manufacturer's analysis. There was no patient involvement.